Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03july2019. The field service engineer (fse) confirmed the reported issue. The fse confirmed the unit passed est and the performance verification test. The fse also confirmed both batteries are bad. The customer is aware and will replace batteries in the future. The device was not being used for treatment at the time the reported issue was discovered. The relationship of the device to the reported issue cannot be determined at this time. The device is pending evaluation. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported relief valve cracking pressure too high, and the vent was inoperative during extended self-test.